Manufacturer narrative:
(B)(4). A review of the device history record confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for ctni cartridge lot g17073. While the cartridge met the acceptance criterion for the detected (dt) rate, which was the reported issue, the acceptance criteria for the undetected (udt) rate was not met in the investigation in one out of three test events. An internal non-conformance has been initiated to further address the issue.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a stars out (***) on multiple analyzers when using ctni cartridge lot# g17073. The customer stated that for their location, from (B)(6) 2017, a total number (B)(4) ctni tests were completed with a total of (B)(4) tests results as stars out (***). Product was returned for investigation. There are no injuries associated with this event. Per I-stat system manual, art: (B)(4) (rev. Date: (B)(6) 2016) *** instead of results stars appear in place of results if the analyzer detects that the sensor's signal is uncharacteristic. Since the sensor check is part of the I-stat quality system, an occasional result will be flagged due to a bad sensor. Other causes of this flag are improperly stored cartridges or an interfering substance in the patients sample, either extrinsic, such as the wrong anticoagulant, or intrinsic such as medication. Also, aged samples may contain products of metabolism that can interfere with the tests. If the specimen's integrity is not in question, the results that are not suppressed should be reported in the usual manner. Check the supply of cartridges in use with a control solution. If the control is in range, draw a fresh sample from the patient and retest. If the stars appear in place of results again, there may be an interfering substance. Refer to the cartridge and test information section for a list of interfering substances. Test the sample using another method. If the control is out-of-range or if stars are displayed in place of results, there may be a problem with the cartridge lot number. Use another lot number or repeat the test using another method, and contact your support representative. (Refer to support services information in the technical bulletin section.)